Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of a reported part and lot number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects of pain and restenosis, as listed in the supera, instructions for use are known patient effects. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had a supera stent implanted in the common femoral artery in 2014. On (B)(6) 2016, the patient presented with leg pain and only able to walk 500 meters and has to stop. In-stent restenosis was noted in the proximal end of the supera stent implant. A balloon was used to treat the restenosis. The patient is doing well. No additional information was provided.